Event description:
It was reported the patient's pump stalled following an MRI. The motor stall was confirmed in the attention dialogue box. The patient had been away from the MRI for only a few moments. Additional information has been requested but was not available as of the date of the report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).